Manufacturer narrative:
Siemens is investigating the incident.

Event description:
A discordant falsely depressed vancomycin (vanc) result was obtained on a pediatric patient sample on the dimension vista 500 instrument. The result was reported to the physician who questioned the result. The same sample was run on the same instrument and a low result was obtained which was higher than the original result. The same sample was tested again on an alternate dimension vista instrument and a higher result was obtained. The physician ordered a second draw to be tested on the same instrument thirty minutes after the original low result and a higher result was obtained which confirmed the high result obtained from the original sample. A corrected report was issued for the higher result obtained from the original sample which was in line with the expected result from the dose administered. There are no reports of adverse health consequences due to the discordant falsely depressed vanc result.

Manufacturer narrative:
Siemens headquarters support center (hsc) has concluded their investigation with root cause unknown. There is no indication of a product issue. No further evaluation of the device is required.